Event description:
The ge oec 9800 fluoroscopy sys was reported to exceed dose output and the facility physicist requested the maximum outputs be adjusted down.

Manufacturer narrative:
A ge oec svc rep investigated the issue and adjusted the maximum outputs to 17.95 r/min in hlf, and lowered normal fluoroscopy to 8.75 r/min. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during procedure. This issue was found during routine physicist testing and adjustments made as requested.